Event description:
Subsequent to the filing of the initial medwatch report, additional information reported: the second starclose clip failed to deploy. The clip fell out of the device, outside the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other starclose se device referenced is filed under a separate medwatch manufacturer report reference number.

Manufacturer narrative:
(B)(6). Evaluation summary: the device was returned for analysis. The reported clip deployment failure was not confirmed as the device was returned clip deployed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. Additionally, the precautions section states: the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. Additionally, it states: if hemostasis is not achieved, apply manual compression until hemostasis is achieved. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the clip did not fire. A second starclose se device was used, and the clip failed to deploy; it was on the outside of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.